Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
The lead was returned to the manufacturer with no information. The lead subsequently tested out of specification during manufacturer's analysis. Follow-up information was received from the clinic indicating that the lead was faulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.